Manufacturer narrative:
Both the hardware device and the disposable set were returned for investigation. We were unable to confirm the customer complaint regarding the disposable. No damage was found to the set upon receipt; the heat exchanger showed no signs of damage due to the reported overheat incident. Upon testing the hardware device, we were also unable to confirm the customer complaint of an "overheat". However, upon receipt, there was blood contamination found around the input temperature probe and on the input temperature probe sensor. This could cause either an over temperature or heating fault alarm if the temperature probes are not cleaned according to the instructions provided in the operator's manual, as it could cause the system to misread the input fluid temperature. The operator's manual states: "keep the probe sensors clean and dry. If they become dirty or wet, clean with a moistened q-tip and dry. Use care not to damage the sensor surface." The patient's status was not reported. We have contacted the hospital for additional information and will also offer guidance on proper use and cleaning. Should additional information become available, a supplemental report will submitted accordingly.

Event description:
The user facility reported that there was an overheat incident during a procedure, and that the disposable set was damaged during the process.